Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ a bag (2/3 of etoposide/doxorubicin/vincristine) was hung around 1 pm mid-(B)(6). The bag should have finished 24 hours later, but did not finish until almost 27. Biomed sent an event report to pharmacy for their investigation. Biomed tested the pump, no problem found, all tests passed with no error. The device was returned to service. "